Event description:
It was reported that the patient's right ventricular (rv) lead was explanted and replaced due to high impedance and possible fracture. About one week before the replacement, a rv lead impedance warning occurred and there had been an increase in the impedance trend but the value was still within nominal range. A week later the rv lead impedance warning occurred again and now the values were out of range high. Replacement occurred the next day. The patient¿s left ventricular (lv) lead was explanted and replaced because of association with the rv lead. The lv lead was returned to the manufacturer where it subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary; the complete lead was returned in pieces, analyzed, and the distal conductor of the lead developed a fracture in one of four pilars due to flexing while in vivo. Concomitant medical products: dtba1d1 ICD, implanted (B)(6) 2013. (B)(4).